Event description:
The customer reported that the infinity acute care system (iacs) m540 monitor was unable to obtain a non-invasive blood pressure (nibp) measurement on a critical patient in the nicu throughout the day on (B)(6) , to (B)(6) 2025. The customer reported that they were able to obtain a nibp measurement on a delta monitor, but that administration of inotrope medication had been delayed for 15-20 minutes. The customer confirmed there was no patient injury.

Manufacturer narrative:
Review of the reported event confirmed that the m540 monitor, and the delta monitor behaved as designed. The reported non-invasive blood pressure (nibp) values obtained by the delta reflects the devices' expected behavior accurately, and the information available does not indicate a device malfunction. Further technical investigation determine that the m540 has a higher pulse amplitude requirement than the delta. The m540¿s pulse amplitude threshold was set to be higher than the delta due to the different operational amplifier (op amp). This op amp was replaced in m540 hardware revision 24 (hw rev.24). Through simulation testing with the m540 rev 24., it was determined that the m540 was able to reliably measure to 4% pulse amplitude, similar to the delta. Once the pulse amplitude threshold is changed and implemented, the m540 will meet customer expectations without affecting accuracy. The change will be implemented and available in a future software release. The root cause of the reported inability to measure nibp in critical neonates is due to the m540¿s higher pulse amplitude threshold requirements. The investigation concluded that there was no device malfunction, and that the m540 nibp behavior meets all specifications, standards, and instructions for use statements (IFU). The iacs IFU states that the nibp signal can decrease, or the measurement may fail under certain patient conditions including weak or irregular pulses. The monitor may display 'nibp cannot measure' if the pulse profile is too poor to establish a reliable measurement. The device may also display 'nibp mean only' is the pulse amplitude is too small or too high. For both alarm messages, the IFU recommends checking the patient and to provide treatment if necessary. The customer confirmed that they received both 'nibp cannot measure' and 'nibp mean only' messages from the iacs during the reported event.

Manufacturer narrative:
The investigation has started. A follow up report will be submitted upon completion.

Event description:
It was reported a blood pressure measurement could not be obtained on a patient with the m540 monitor. Another monitor was used to obtain the reading. There was no report of adverse patient involvement.